Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -13.00 diopter, in the patient's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; surgical residue was clear; visual inspection found no visible damage claim # (B)(4).